Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, they tried to inflate the foley catheter balloon with sterile water, but it did not go in. They was able to inject some water, but the amount was unknown.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap and the drainage funnel. The fourth photo shows the inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted the catheter balloon was inflated with 30 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and with no difficulties. With the syringe attached the balloon passively deflated within 1 min and 15 seconds. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, they tried to inflate the foley catheter balloon with sterile water, but it did not go in. They was able to inject some water, but the amount was unknown.